Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was irritating the patient's tricuspid valve, which was causing tricuspid valve insufficiency. The system was removed and replaced with a leadless pacemaker. The patient was in stable condition.